Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The allegation(s) have been confirmed based on the review of available media analysis. Media inspection of helix showed a deformed (bent) helix tip on x-ray. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads. Product record reviews did not identify a product quality issue or new patient harm. The primary reported observation is addressed in product labeling (i.e. Instructions for use).

Event description:
It was reported that this right ventricular (rv) lead exhibited failure to capture and high (within range) pacing impedance during a routine check. It is noted that patient is not pacing dependent. During a routine check 8 weeks post implant, right ventricular (rv) impedance was observed to have increased to 1,800 ohms, up from 1,100 ohms at the time of implantation. Subsequently, it stabilized at approximately 600 ohms. The rv threshold also elevated post-implantation, measuring 4.5v (volts) at 0.4ms (milli-seconds), and maintained this level consistently. During the 8-week follow-up assessment, the decision was made to reposition the rv lead. During the procedure, the helix became entangled in the rv trabeculae. Despite multiple attempts, the lead was unable to be detached from the trabeculae. Consequently, a decision was reached to implant a new rv lead. This rv lead was surgically abandoned, and a new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited failure to capture and high (within range) pacing impedance during a routine check. It is noted that patient is not pacing dependent. During a routine check 8 weeks post implant, right ventricular (rv) impedance was observed to have increased to 1,800 ohms, up from 1,100 ohms at the time of implantation. Subsequently, it stabilized at approximately 600 ohms. The rv threshold also elevated post-implantation, measuring 4.5v (volts) at 0.4ms (milli-seconds), and maintained this level consistently. During the 8-week follow-up assessment, the decision was made to reposition the rv lead. During the procedure, the helix became entangled in the rv trabeculae. Despite multiple attempts, the lead was unable to be detached from the trabeculae. Consequently, a decision was reached to implant a new rv lead. This rv lead was surgically abandoned, and a new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited failure to capture and high (within range) pacing impedance during a routine check. It is noted that patient is not pacing dependent. During a routine check 8 weeks post implant, right ventricular (rv) impedance was observed to have increased to 1,800 ohms, up from 1,100 ohms at the time of implantation. Subsequently, it stabilized at approximately 600 ohms. The rv threshold also elevated post-implantation, measuring 4.5v (volts) at 0.4ms (milli-seconds), and maintained this level consistently. During the 8-week follow-up assessment, the decision was made to reposition the rv lead. During the procedure, the helix became entangled in the rv trabeculae. Despite multiple attempts, the lead was unable to be detached from the trabeculae. Consequently, a decision was reached to implant a new rv lead. This rv lead was surgically abandoned, and a new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited failure to capture and high (within range) pacing impedance during a routine check. It is noted that patient is not pacing dependent. During a routine check 8 weeks post implant, right ventricular (rv) impedance was observed to have increased to 1,800 ohms, up from 1,100 ohms at the time of implantation. Subsequently, it stabilized at approximately 600 ohms. The rv threshold also elevated post-implantation, measuring 4.5v (volts) at 0.4ms (milli-seconds), and maintained this level consistently. During the 8-week follow-up assessment, the decision was made to reposition the rv lead. During the procedure, the helix became entangled in the rv trabeculae. Despite multiple attempts, the lead was unable to be detached from the trabeculae. Consequently, a decision was reached to implant a new rv lead. This rv lead was surgically abandoned, and a new lead was successfully implanted. No additional adverse patient effects were reported.